Event description:
The patient reported that their device has been causing them pain and that they were told by their physician that it is due to their leads. The patient also reported that they have a lump down into the top part of their breast. The device and leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.